Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a zone 9 infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that imaging caused/contributed to this event as imaging was difficult to obtain due to using a portable c-arm as well as the large size of the patient. Reportedly, while attempting to place a 27mmx10cm contralateral leg component as a bridging piece between the trunk-ipsilateral leg component and the iliac branch component in the patient's right iliac artery, the marker bands were unable to be visualized accurately. The contralateral leg component was successfully deployed but it was reported that, on the final angiogram run, the device was observed to be inadvertently placed approximately 3cm too high. On (B)(6) 2023, a reintervention was performed in the cath. Lab where imaging capabilities were reportedly improved. A 14.5mmx10cm contralateral leg component was placed on the patient's left side to match the 27mmx10cm contralateral leg component on the patient's right side, thus raising the flow divider. An additional 27mmx10cm contralateral leg component was then placed inside the gate of the trunk-ipsilateral leg component and down into the iliac branch component. The devices were successfully ballooned with no reported issues. It was reported that the component separation was resolved and both limbs were deemed patent with full blood flow. The patient was released on (B)(6) 2023. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for imaging evaluation: code c19 - the imaging evaluation performed by a clinical imaging specialist showed the following: images provided for evaluation included a pre-implantation cta dated (B)(6) 2023, a set of intra-operative angiogram imaging dated (B)(6) 2023, and 5 jpeg images. Pre-implantation imaging showed a length from the level where an excluder device flow divider should be located and the level where an ibe flow divider should be located demonstrating that a 12cm contralateral leg component (bridging device) would be needed. Intra-operative angiogram imaging showed lack of distal apposition of a contralateral leg component used as a bridging device. Contrast could be visualized outside the implanted devices on the last set of contrast angiogram available. Unable to visualize the contralateral gate on most of the imaging. Attached jpeg images showed a reintervention was performed and at least one contralateral leg component was utilized to bridge the excluder and ibe devices together. There appears to be flow throughout the implanted devices. No endoleaks were identified. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement. Furthermore, the IFU states that the gore® excluder® aaa endoprosthesis is not recommended in patients exceeding weight and/or size limits which compromise or prevent the necessary imaging requirements. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.